Event description:
Procedure: sigmoid colon resection. According to the reporter: when the device was fired on the distal side of the colon, the staples were not placed properly. This was noted after the tissue was cut. Leaks were noted and some of the staples fell into patient cavity, but was removed. Another stapler was used and less than 200cc of bleeding occurred. Operative time was not increased by more than 30 minutes.